Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration that was not within specifications, high force sensor resistance readings, and evidence of moisture in the pump. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed a loss of prime alarm. The force sensor was found to be out of calibration. A bolus step could not be completed due to an alarm for no cartridge detected. The pump case was opened and the force sensor plate was observed to be corroded. A force sensor resistance reading was high.